Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: s-rom m head 36mm -3 hip femoral head; pinnacle mtl ins neut 36idx50od hip acetabular liner; pinnacle sector ii cup 50mm hip acetabular cup; unknown hip femoral stem; pinn can bone screw 6.5mmx30mm hip acetabular cup screw; apex hole elim positive stop hip acetabular cup hole cover. Initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Complaint description: litigation papers allege following the implant, patient continues to suffer with pain, swelling, difficulty walking, loosening of implant, multiple dislocations, and a burning sensation with walking or sitting for long periods of time. It is further alleged due to patients chronic pain and discomfort and other symptoms, patient continues to require ongoing medical care. Pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. (B)(4) has been reopened under (B)(4) due to receipt of ppf, implant records and sticker sheets. Revision surgery details were provided in the ppf. Doi: (B)(6) 2008; dor: (B)(6) 2012; (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.